Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that it was difficult to charge the pump as there was an issue with the usb port. Customer used multiple cables and had to plug/unplug to make the connection to charge the battery. There was no reported impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.